Event description:
Asku

Manufacturer narrative:
The event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is included in the field advisory for this model. Evaluation summary preliminary testing confirmed no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.